Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the real time clock. The cse performed all calibrations, short self-test (sst), extended self test and performance verification test (pvt). The unit passed required performance testing per svc manual. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement reported.